Manufacturer narrative:
Patient specifics are unknown. Device not returned to manufacturer to date. An evaluation of the electrode is not possible as a sample from the customer was not received. The instructions for use states, 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel 2560 are disposable and is intended for single use. For electrode removal, the electrode should be pulled slowly and gently from the edge of the electrode, while folding the electrode back on itself and supporting the skin underneath.

Event description:
Report received from the FDA via medwatch form mw5115239. A nurse reported a patient allegedly experienced a 1-inch x 0.5 inch left upper chest skin tear with erythema, and bleeding post removal of 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel 2560, lot 2024-11 cy that reportedly required medical treatment described as "first aid." On postoperative day 1, the skin tear appeared to be healing with scant serosanguinous drainage and scabbing present along edges of the skin tear. No purulence or active bleeding was observed. The patient reportedly has a history of skin sensitivities due to "thin skin." No additional information is available.